Event description:
It was reported that the insulin pump has an unresponsive keypad. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump had currents within specification. No unexpected battery out limit alarms were noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).